Event description:
The customer reported an inability to obtain an etco2 value during a patient event. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported an inability to obtain an etco2 value during a patient event. There was no report of negative patient impact. The device was evaluated at philips. The reported symptom was not duplicated. There was no trouble found. At the discretion of the bench technician, the etco2 module was replaced as preventative maintenance. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated. The device passed testing and was returned to the customer.